Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lumen extraction balloon either ruptured or deflated, causing components to detach. The first balloon punctured on the initial attempt, and the second split during calculus extraction. The issue occurred during unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the tube was crushed and twisted at a position about 1310mm from the tip. The balloon was not torn in two, but had a hole in it. The probably cause was most likely attributed to the balloon rubbed against the forceps elevator with the forceps elevator raised or the balloon was not fully deflated when inserting the item into the endoscope, and the deflated balloon got caught in the endoscope channel and the forceps elevator. Increasing resistance. However; a definitive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following IFU. ·be sure to check the readings on the premeasured syringes to see if its maximum volume matches the maximum diameter of the inflated balloon indicated on the air-feeding port. An improper combination of the premeasured syringe and the balloon catheter may cause excessive inflation of the balloon, resulting in patient injuries such as tissue inflammation. This may also cause damage to the instrument. ·do not inflate the balloon with any syringes other than the premeasured syringes included in the package. Otherwise, the balloon may burst and the pieces could remain in the duct. ·do not inflate the balloon rapidly. Otherwise, the balloon may burst and the pieces could remain in the duct. ·inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct. ·do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. ·be sure to check the size of the treated duct under the x-ray image before inflating the balloon and use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully while observing the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct, resulting in excessive dilation of the bile duct or mucous membrane damage. Or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct. Olympus will continue to monitor field performance for this device.